Event description:
It was reported that during preparation, the subject guidewire ptfe (polytetrafluoroethylene) coating was peeling. There were no clinical consequences to the patient reported due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire ptfe coating was examined under magnification and approximately 10cm of the ptfe was peeled/scrapped off approximately 18cm from the proximal end. The torque device was inspected and abrasion marks were evident but there was no evidence of ptfe flakes. Functional testing was not performed since the reported issue was confirmed during visual analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging, the device was confirmed to be in good condition during/after unpacking and preparation, the dispenser hoop was flushed before removing the guidewire and no resistance was encountered removing guidewire from the dispenser hoop. The guidewire was prepared for use as per the directions for use, the reported issue occurred during preparation of the device prior to using it in the patient. While there was no peeling issue noted on the guidewire, (e.g. Distal, mid or proximal sections) ¿shavings¿ were present in the saline in the bowl after the guidewire was placed in the bowl on the back table. From the condition of the observed ptfe peeling, it is possible that the torque device was insecurely fastened causing it to drag down the wire during use. While abrasion marks were evident on the returned torque device there was no evidence of ptfe flakes/shavings. It is probable these ¿shavings¿ were removed in the bowl of saline in the hospital as indicated in the additional information. However, based on the review and analysis of the available information, the cause of this issue cannot be definitively determined. Therefore a cause of undeterminable was assigned to the as reported and as analyzed issue guidewire ptfe coating peeling.

Event description:
It was reported that during preparation, the subject guidewire ptfe (polytetrafluoroethylene) coating was peeling. There were no clinical consequences to the patient reported due to this event.